Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the reservoir housing on the insulin pump is cracked. Customer's blood glucose reading was 44 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, cracked case at display window corners, case at reservoir tube window corners, battery tube threads and minor scratches on lcd window.